Event description:
It was reported that noise resulting in oversensing was observed on the atrial channel of the device despite the atrial port being plugged with no atrial lead. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.